Event description:
During preparation for or during cardiopulmonary bypass, the air detection sensor alarmed when no air was present. The detector module was replaced and the detector system was restored to normal function. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
H3. Evaluation in progress, but no conclusions reached.